Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. If the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Does the surgeon believe the vessel was under any tension when the stapler was applied? Can you provide further information regarding what is meant by ¿staple line coming a drift?¿? What was the indication for surgery? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What was the color cartridge used throughout the procedure?

Event description:
It was reported that after removing a specimen in a right laparoscopic nephrectomy, the surgeon closed the incision and had a re-look with the laparoscope which is his normal practice. It was quite clear that the renal artery was not adequately secured despite having been a very simple stapling manoeuver with the artery having been completely dissected beforehand. Essentially, the staple line had come adrift and only clot was keeping the artery closed. This was dealt with two titanium clips and a hemolock.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. If the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Does the surgeon believe the vessel was under any tension when the stapler was applied? Can you provide further information regarding what is meant by ¿staple line coming a drift?¿? What was the indication for surgery? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What was the color cartridge used throughout the procedure?

Event description:
It was reported that after removing a specimen in a right laparoscopic nephrectomy, the surgeon closed the incision and had a re-look with the laparoscope which is his normal practice. It was quite clear that the renal artery was not adequately secured despite having been a very simple stapling manoeuver with the artery having been completely dissected beforehand. Essentially, the staple line had come adrift and only clot was keeping the artery closed. This was dealt with two titanium clips and a hemolock.

Manufacturer narrative:
(B)(4). Date sent: 8/26/2022 additional information requested and the following was received: does the surgeon believe the vessel was under any tension when the stapler was applied? No can you provide further information regarding what is meant by ¿staple line coming a drift?¿? The description there after during follow up was the patient side and specimen side of the staple line wasn¿t connected. They use the term ¿unzipped¿ to describe what had occurred upon visual inspection of the staple line that had been deployed what was the indication for surgery? Nephrectomy. How was the post-op bleeding identified? Identified instantly intra-operatively. How many days postoperative was the bleeding identified? It occurred intra-operatively. What was the total estimated blood loss (ml)? Unable to recall amount. Was a transfusion required? No. What was the pre and postoperative anti-coagulant and pain management protocol? Post-operative. Was the bleeding intraluminal or extraluminal? Extraluminal.